Event description:
Boston scientific received information that this associated implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements. Additional information was received that the cause was not determined and the physician will continue to monitor. At this time, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.